Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/30/2022. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Twenty-four packets of product code 1171t were returned to ethicon for analysis with the packaging closed. Upon initial inspection, to the samples no external damages were observed on the packets. As per sampling plan, visual inspection was performed on thirteen packets, the samples were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage suture and no defects were observed during the evaluation. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Event related to mw # 2210968-2022-03943, mw # 2210968-2022-03944, mw # 2210968-2022-03945, mw # 2210968-2022-03946, mw # 2210968-2022-03948.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture was breaking/snapping easily, without straining. The procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated/ sutured? Lot number? Procedure name? Event related to mw # 2210968-2022-03942, mw # 2210968-2022-03943, mw # 2210968-2022-03944, mw # 2210968-2022-03945 and mw # 2210968-2022-03948. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.